Event description:
Bilateral septic arthritis in the knees after infiltration with synvisc (left knee) [septic arthritis] ([discomfort in joints], [knee swelling]). Unable to walk (left knee) [unable to walk]. Case narrative: initial information was received on 25-feb-2022 regarding an unsolicited valid serious case received from a patient. This case is cross linked with case: (B)(4) (multiple devices; same patient). This case involves 38 years old male patient who had bilateral septic arthritis in the knees after infiltration with synvisc (left knee) and unable to walk after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s) and family history were not provided. Infiltrations with synvisc 2 ml syringes were performed twice a year since 2019. Concomitant therapies/drugs were reported as none. The patient received covid 19 vaccinations, the latest was in (B)(6) 2021. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate (strength: 16 mg/2ml), 3 injections once a week bilaterally in left knee (route, indication: unknown). The adverse reaction began gradually after the administration on (B)(6) 2022 and manifested itself completely in the night between (B)(6) 2022. On (B)(6) 2022, after 25 days latency, the patient had still slight discomfort in the flexion of the knees that are not yet 100% deflated (joint swelling, musculoskeletal discomfort) (batch number: arsp003c, expiration date: 28-feb-2023). On the morning of (B)(6) 2022 patient was hospitalized as he was unable to walk (gait inability) (onset date: (B)(6) 2024, latency: 25 days) (batch number: arsp003c, expiration date: 28-feb-2023) and had bilateral septic arthritis in the knees after infiltration with synvisc (arthritis bacterial) (onset date: (B)(6) 2024, latency: 25 days) (batch number: arsp003c, expiration date: 28-feb-2023). As implemented medical countermeasures, 2 broad spectrum antibiotics (not otherwise specified) and one anti-inflammatory (not otherwise specified) were administered several times a day for 21 days. Various checks were carried out: blood count, radiographs, nuclear magnetic resonance, and synovial fluid examination. However, reports were not available. At the time of this report on 30-mar-2022, the therapies were continued and there had certainly been an improvement. Currently, the patient was in the rehabilitation phase of the knees and surgery was avoided. Reportedly, when the previous infiltrations were made on (B)(6), no problems in particular, the patient had continued to do sports activities and all infiltrations had been carried out by a doctor. Always the usual technique was used with 1 syringe per knee, undiluted product. The patient was not never took any medicines after the infiltration, neither ice nor rest. During the 21 days of treatment, when patient was monitored, several times to verify the effectiveness of the therapy, which luckily went well, also carried out several blood tests to monitor the values and patient was definitely improving, walked, was doing physiotherapy by introducing exercise bikes and swimming, nothing more for then and still slight discomfort in the flexion of the knees that are not yet 100% deflated. The analysis of the batch revealed normal sterility, endotoxin level, ph, hydration level, volume, osmolality. Action taken: not applicable for both the events. Corrective treatment: 2 broad spectrum antibiotics (not otherwise specified) and one anti-inflammatory (not otherwise specified) for both the events. At time of reporting, the outcome was recovering for both the events. Seriousness criteria: hospitalization, medically significant and disability for arthritis bacterial; hospitalization and disability for gait inability.

Manufacturer narrative:
Sanofi company comment dated 14-nov-2024: this case involves a 38 years old male patient who had bilateral septic arthritis in the knees after infiltration with synvisc and unable to walk after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information regarding this case, causal role of the company suspect product was assessed as possible in the occurrence of the reported event due to the feasible temporal gap between the last dose of synvisc and event onset date. Case will be re-evaluated post further update on the patient's underlying disease conditions, knee status at start of injections, injection technique used, concurrent knee disorders/injuries, post-injection routine followed by the patient and any other important risk factors, if any, for the reported events.

Event description:
Bilateral septic arthritis in the knees after infiltration with synvisc (left knee) [septic arthritis] ([discomfort in joints], [knee swelling]). Unable to walk (left knee) [unable to walk]. Case narrative: initial information was received on (B)(6)2022 regarding an unsolicited valid serious case received from a patient. This case is cross linked with case: (B)(4) (multiple device suspect used for the same patient; right knee). This case involves 38 years old male patient who had bilateral septic arthritis in the knees after infiltration with synvisc (left knee) and unable to walk after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s) and family history were not provided. Infiltrations with synvisc 2 ml syringes were performed twice a year since 2019. Concomitant therapies/drugs were reported as none. The patient received covid 19 vaccinations, the latest was in (B)(6)2021. On (B)(6)2022, the patient received hylan g-f 20, sodium hyaluronate (strength: 16 mg/2ml), 3 injections once a week in left knee (route, indication: unknown). The adverse reaction began gradually after the administration on (B)(6)2022 and manifested itself completely in the night between (B)(6)2022. On (B)(6)2022, after 25 days latency, the patient had still slight discomfort in the flexion of the knees that are not yet 100% deflated (joint swelling, musculoskeletal discomfort) (batch number: arsp003c, expiration date: 28-feb-2023). On the morning of (B)(6)2022 patient was hospitalized as he was unable to walk (gait inability) (onset date: 07-feb-2022, latency: 25 days) (batch number: arsp003c, expiration date: 28-feb-2023) and had bilateral septic arthritis in the knees after infiltration with synvisc (arthritis bacterial) (onset date: 07-feb-2022, latency: 25 days) (batch number: arsp003c, expiration date: 28-feb-2023). As implemented medical countermeasures, 2 broad spectrum antibiotics (not otherwise specified) and one anti-inflammatory (not otherwise specified) were administered several times a day for 21 days. Various checks were carried out: blood count, radiographs, nuclear magnetic resonance, and synovial fluid examination. However, reports were not available. At the time of this report on (B)(6)2022, the therapies were continued and there had certainly been an improvement. Currently, the patient was in the rehabilitation phase of the knees and surgery was avoided. Reportedly, when the previous infiltrations were made on (B)(6), no problems in particular, the patient had continued to do sports activities and all infiltrations had been carried out by a doctor. Always the usual technique was used with 1 syringe per knee, undiluted product. The patient was not never took any medicines after the infiltration, neither ice nor rest. During the 21 days of treatment, when patient was monitored, several times to verify the effectiveness of the therapy, which luckily went well, also carried out several blood tests to monitor the values and patient was definitely improving, walked, was doing physiotherapy by introducing exercise bikes and swimming, nothing more for then and still slight discomfort in the flexion of the knees that are not yet 100% deflated. The analysis of the batch revealed normal sterility, endotoxin level, ph, hydration level, volume, osmolality. Action taken: not applicable for both the events. Corrective treatment: 2 broad spectrum antibiotics (not otherwise specified) and one anti-inflammatory (not otherwise specified) for both the events. At time of reporting, the outcome was recovering for both the events. Seriousness criteria: hospitalization, medically significant and disability for arthritis bacterial; hospitalization and disability for gait inability. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc (batch number: arsp003c; expiry date: 28-feb-2023) with global ptc number: (B)(4). Ptc stated: batch number arsp003c, synvisc was manufactured on 05mar2020 with expiration date of 28feb2023 yielding (B)(4) kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Lot aesp003c was expired on 28feb2023. Trend analysis performed in comet and qualipso: there was a total of two (2) complaints for lot arsp003c. Complaint (B)(4). Other adverse reaction nos (not otherwise specified). (B)(4). Other adverse reaction nos. Based on investigation and trend analysis, no CAPA (corrective and prevention action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis complaint handling to determine if a CAPA was required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final ptc was completed on (B)(6)2025 with summarized conclusion as no assessment possible. This split case for left knee was created in 2024, as user misinterpreted the information due to similar events occurring in both knees and the case was not split when it was initially received in 2022. Additional information was received on 04-dec-2024 from quality department. Global ptc number was added. Text amended accordingly. Additional information was received on 17-jan-2025 from quality department. Ptc results added. Text amended accordingly.

Event description:
Bilateral septic arthritis in the knees after infiltration with synvisc (left knee) [septic arthritis] ([discomfort in joints], [knee swelling]) unable to walk (left knee) [unable to walk]. Case narrative: initial information was received on (B)(6)2022 regarding an unsolicited valid serious case received from a patient. This case is cross linked with case: (B)(4) (multiple device suspect used for the same patient; right knee). This case involves 38 years old male patient who had bilateral septic arthritis in the knees after infiltration with synvisc (left knee) and unable to walk after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s) and family history were not provided. Infiltrations with synvisc 2 ml syringes were performed twice a year since 2019. Concomitant therapies/drugs were reported as none. The patient received covid 19 vaccinations, the latest was in mid (B)(6)2021. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate (strength: 16 mg/2ml), 3 injections once a week in left knee (route, indication: unknown). The adverse reaction began gradually after the administration on (B)(6)2022 and manifested itself completely in the night between (B)(6)2022, after 25 days latency, the patient had still slight discomfort in the flexion of the knees that are not yet 100% deflated (joint swelling, musculoskeletal discomfort) (batch number: arsp003c, expiration date: 28-feb-2023). On the morning of (B)(6)2022 patient was hospitalized as he was unable to walk (gait inability) (onset date: 07-feb-2022, latency: 25 days) (batch number: arsp003c, expiration date: 28-feb-2023) and had bilateral septic arthritis in the knees after infiltration with synvisc (arthritis bacterial) (onset date: 07-feb-2022, latency: 25 days) (batch number: arsp003c, expiration date: 28-feb-2023). As implemented medical countermeasures, 2 broad spectrum antibiotics (not otherwise specified) and one anti-inflammatory (not otherwise specified) were administered several times a day for 21 days. Various checks were carried out: blood count, radiographs, nuclear magnetic resonance, and synovial fluid examination. However, reports were not available. At the time of this report on (B)(6)2022, the therapies were continued and there had certainly been an improvement. Currently, the patient was in the rehabilitation phase of the knees and surgery was avoided. Reportedly, when the previous infiltrations were made on (B)(6), no problems in particular, the patient had continued to do sports activities and all infiltrations had been carried out by a doctor. Always the usual technique was used with 1 syringe per knee, undiluted product. The patient was not never took any medicines after the infiltration, neither ice nor rest. During the 21 days of treatment, when patient was monitored, several times to verify the effectiveness of the therapy, which luckily went well, also carried out several blood tests to monitor the values and patient was definitely improving, walked, was doing physiotherapy by introducing exercise bikes and swimming, nothing more for then and still slight discomfort in the flexion of the knees that are not yet 100% deflated. The analysis of the batch revealed normal sterility, endotoxin level, ph, hydration level, volume, osmolality. Action taken: not applicable for both the events. Corrective treatment: 2 broad spectrum antibiotics (not otherwise specified) and one anti-inflammatory (not otherwise specified) for both the events. At time of reporting, the outcome was recovering for both the events. Seriousness criteria: hospitalization, medically significant and disability for arthritis bacterial; hospitalization and disability for gait inability. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc (batch number: arsp003c; expiry date: 28-feb-2023) with global ptc number: (B)(4). Ptc stated: batch number arsp003c, synvisc was manufactured on 05mar2020 with expiration date of 28feb2023 yielding (B)(4) kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Lot aesp003c was expired on 28feb2023. Trend analysis performed in comet and qualipso: there was a total of two (2) complaints for lot arsp003c. Complaint (B)(4) other adverse reaction nos (not otherwise specified). (B)(4) other adverse reaction nos. Based on investigation and trend analysis, no CAPA (corrective and prevention action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis complaint handling to determine if a CAPA was required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final ptc was completed on (B)(6)2025 with summarized conclusion as no assessment possible. This split case for left knee was created in 2024, as user misinterpreted the information due to similar events occurring in both knees and the case was not split when it was initially received in 2022. Additional information was received on 04-dec-2024 from quality department. Global ptc number was added. Text amended accordingly. Additional information was received on 17-jan-2025 from quality department. Ptc results added. Text amended accordingly. Based on data previously received, the following information has been amended: mir final report along with aosi (analysis of similar incidents) have been added.

Manufacturer narrative:
Sanofi company comment follow up dated 04-dec-2024: this case involves a 38 years old male patient who had bilateral septic arthritis in the knees after infiltration with synvisc and unable to walk after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information regarding this case, causal role of the company suspect product was assessed as possible in the occurrence of the reported event due to the feasible temporal gap between the last dose of synvisc and event onset date. Case will be re-evaluated post further update on the patient's underlying disease conditions, knee status at start of injections, injection technique used, concurrent knee disorders/injuries, post-injection routine followed by the patient and any other important risk factors, if any, for the reported events.

Event description:
Bilateral septic arthritis in the knees after infiltration with synvisc (left knee) [septic arthritis] ([discomfort in joints], [knee swelling]). Unable to walk (left knee) [unable to walk] . Case narrative: initial information was received on 25-feb-2022 regarding an unsolicited valid serious case received from a patient. This case is cross linked with case: it-sa-(B)(4) (multiple device suspect used for the same patient; right knee). This case involves 38 years old male patient who had bilateral septic arthritis in the knees after infiltration with synvisc (left knee) and unable to walk after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s) and family history were not provided. Infiltrations with synvisc 2 ml syringes were performed twice a year since 2019. Concomitant therapies/drugs were reported as none. The patient received covid 19 vaccinations, the latest was in (B)(6) 2021. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate (strength: 16 mg/2ml), 3 injections once a week in left knee (route, indication: unknown). The adverse reaction began gradually after the administration on (B)(6) 2022 and manifested itself completely in the night between (B)(6) 2022. On (B)(6) 2022, after 25 days latency, the patient had still slight discomfort in the flexion of the knees that are not yet 100% deflated (joint swelling, musculoskeletal discomfort) (batch number: arsp003c, expiration date: (B)(6) 2023). On the morning of (B)(6) 2022 patient was hospitalized as he was unable to walk (gait inability) (onset date: (B)(6) 2022, latency: 25 days) (batch number: arsp003c, expiration date: (B)(6) 2023) and had bilateral septic arthritis in the knees after infiltration with synvisc (arthritis bacterial) (onset date: (B)(6) 2022, latency: 25 days) (batch number: arsp003c, expiration date: (B)(6) 2023). As implemented medical countermeasures, 2 broad spectrum antibiotics (not otherwise specified) and one anti-inflammatory (not otherwise specified) were administered several times a day for 21 days. Various checks were carried out: blood count, radiographs, nuclear magnetic resonance, and synovial fluid examination. However, reports were not available. At the time of this report on (B)(6) 2022, the therapies were continued and there had certainly been an improvement. Currently, the patient was in the rehabilitation phase of the knees and surgery was avoided. Reportedly, when the previous infiltrations were made on 13 and 20 january, no problems in particular, the patient had continued to do sports activities and all infiltrations had been carried out by a doctor. Always the usual technique was used with 1 syringe per knee, undiluted product. The patient was not never took any medicines after the infiltration, neither ice nor rest. During the 21 days of treatment, when patient was monitored, several times to verify the effectiveness of the therapy, which luckily went well, also carried out several blood tests to monitor the values and patient was definitely improving, walked, was doing physiotherapy by introducing exercise bikes and swimming, nothing more for then and still slight discomfort in the flexion of the knees that are not yet 100% deflated. The analysis of the batch revealed normal sterility, endotoxin level, ph, hydration level, volume, osmolality. Action taken: not applicable for both the events . Corrective treatment: 2 broad spectrum antibiotics (not otherwise specified) and one anti-inflammatory (not otherwise specified) for both the events. At time of reporting, the outcome was recovering for both the events. Seriousness criteria: hospitalization, medically significant and disability for arthritis bacterial; hospitalization and disability for gait inability. A product technical complaint (ptc) was initiated on 04-dec-2024 for synvisc (batch number: arsp003c; expiry date: (B)(6) 2023) with global ptc number: (B)(4) . The sample status of the ptc was not available and the ptc was set in process. This split case for left knee was created in 2024, as user misinterpreted the information due to similar events occurring in both knees and the case was not split when it was initially received in 2022. Additional information was received on 04-dec-2024 from quality department. Global ptc number was added. Text amended accordingly.